Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker reported difficulty with timing and programming of the device. The patient stated they could get episodes of rapid heart rate when in certain positions. The patient expressed concerns of what might be the cause of the positional tachycardia. Technical services discussed device function and heartbeat counts with the patient and recommended to discuss further with the health care professional or representative. The device remains in service. No adverse patient effects were reported.